Manufacturer narrative:
Insulin pump passed displacement test, rewind test, basic occlusion test, prime/delivery, excessive no delivery test, occlusion test, self-test, and unexpected restart error test. No excessive no delivery alarms noted. Pump passed all operating currents tested within the specification range and passed off no power test. Pump was monitored and tested with no off no power anomaly, no failed battery test, no unexpected battery out limit, no weak battery alarm, no low battery alert, and no blank display noted. Pump received with cracked reservoir tube lip and minor scratches on display window noted.

Event description:
It was reported via phone call that insulin pump shut off and did not receive a low battery alert prior. Customer's blood glucose was 464 mg/dl, which was treated with manual injection. During troubleshooting, customer reported that insulin pump was not dropped or bumped. Caller declined further troubleshooting and requested for insulin pump to be replaced.